Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device is getting low fio2 (fraction of inspired oxygen) readings and the device alarmed "very low fio2". There was no patient involvement.